Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blank insulin pump screen. The customer¿s blood glucose level was 5.4 mmol/l. He dropped the pump in the shower and since then it has been unresponsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to blank display due to mother board connector not plugged in properly. No moisture damage found during visual check.